Event description:
Brush heads do not hold... Fall off in my mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer e-mail stated that brush heads do not hold and fall off in mouth. No injury was reported. Follow-up 21-aug-2025 product investigation results: suspect product was discarded. No injury was reported. Follow-up: suspect product updated. 13-nov-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
13-nov-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
21-aug-2025 product investigation results: complained product will not be available. H3 other text: pending investigation.

Event description:
Brush heads do not hold... Fall off in my mouth - oral-b [device breakage]. Case narrative: consumer e-mail stated that brush heads do not hold and fall off in mouth. No injury was reported. Follow-up 21-aug-2025 product investigation results: suspect product was discarded. No injury was reported. Follow-up: suspect product updated.

Event description:
Brush heads do not hold... Fall off in my mouth - oral-b [device breakage]. Case narrative: consumer e-mail stated that brush heads do not hold and fall off in mouth. No injury was reported. Follow-up 21-aug-2025 product investigation results: suspect product was discarded. No injury was reported.

Manufacturer narrative:
21-aug-2025 product investigation results: complained product will not be available.

Manufacturer narrative:
Product return was requested or its in transport.

Event description:
Brush heads do not hold...fall off in my mouth: oral-b [device breakage]. Case narrative: consumer e-mail stated that brush heads do not hold and fall off in mouth. No injury was reported.